Manufacturer narrative:
On qm review, it was noted that the battery cap also had stripped threads, and had not been replaced for at least 4 months.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 09/22/2016: the device was returned to animas and evaluated by product analysis on 08/26/2016 with the following results. Cracked battery compartment from threads to left of grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.